Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator and right ventricular lead exhibited a non-sustained right ventricular oversensing for noise. The noise was not reproducible. No device intervention was performed. Patient was stable and will continue to be monitored.